Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain one) alarm was identified in the log. The alarm occurred on (B)(6) 2013 06:13:57. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficulty of an increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the iipv could not be determined. Should additional relevant information become available, a supplemental report will be submitted.